Event description:
The forceps were returned for repair. The product analysis indicates that a component of the device was burnt. There was no injury reported as a result of this event.

Manufacturer narrative:
Initial reporter. Email: (B)(6). (B)(4). The black plastic part is burnt at the connection level. The electrode is on short circuit. After disassembling, a significant amount of residue has been detected inside the forceps. The burnt plastic part is due to the formation of an electric arc, probably due to the presence of a significant amount of residue. This device is used for therapeutic purposes.